Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
He patient suffered a ruptured uterus [uterine rupture]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical sales educator (cse) reporting on behalf of healthcare provider (hcp)) referring to a non-pregnant female patient of unknown age. The patient¿s medical history, concurrent conditions, past drug reactions/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, healthcare provider (hcp) had used the device on a patient, and the patient suffered a ruptured uterus (uterine rupture). No product quality complaint reported. The patient sought medical attention. Action taken with vacuum-induced hemorrhage control system (jada system) was unknown. The outcome of uterine rupture was unknown. Upon internal review, the event of device ineffective was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.